Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned as it was kept by the medical facility.